Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and bleeding. It was reported that the patient underwent removal of mesh on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy, an attempted endometrial ablation that was abandoned, anterior repair of the vagina and a dilation and curettage performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was also reported that the patient underwent mesh revision and removal on (B)(6) 2009 and (B)(6) 2010 to alleviate some of the pain and suffering. It was reported that the patient was treated for stress urinary incontinence, pelvic pain and revision of the mesh sling on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent gastric bypass surgery in (B)(6) 2010. No additional information was provided.